Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include lod. The cement could not be mixed for the procedure and was, therefore, not implanted or explanted. Per facility, the complainant part was discarded and is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 29, 2015 - expiry date: august 31, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a vertebral body augmentation procedure at l2 on (B)(6) 2016. While the scrub technician was trying to mix the cement, the vertecm ii mixing kit was not working right. The pump was locked preventing the scrub technician from mixing the cement correctly. The technician was unable to engage (push in/out) the pump or turn it clockwise or counter-clockwise. Similar product was available for use and was successfully mixed. No patient harm or surgical delay was reported. The procedure was successfully completed. The patient's condition was stable after the procedure. No additional information is available. This report is 1 of 1 for (B)(4).